Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pelvia pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clotrimazole and nystatin. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury /psychological or psychiatric problems condition: depression and mental anguish") and depression ("psych injury /psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), diabetes mellitus ("diabetes") and vaginal infection ("vaginal infect"). The patient was treated with surgery (hyst. (Full), salpingo.unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, genital haemorrhage, diabetes mellitus and vaginal infection had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, diabetes mellitus, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: dicrepancy in essure insertion dates : (B)(6) 2017 discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Removal details updated from previous follow up discrepancy in about removal information in previous follow up removal date and surgery is given but now in current follow up it is mentioned that no removal done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received : event psychological trauma was updated to more specific events : depression and mental anguish. Patient demographic added, essure indication updated, events onset date and concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("physical pain, pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), diabetes mellitus ("diabetes"), psychological trauma ("psych injury") and vaginal infection ("vaginal infect"). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, genital haemorrhage, diabetes mellitus and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, diabetes mellitus, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality - safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : following events were added: pain abdominal, dysmenorrhea (cramping), back, menorrhagia, general abnormal bleed, diabetes, psych injury, vaginal infect. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.